Event description:
It was reported that the external pulse generator (epg) experienced no output after it was connected to a patient who presented with cardiac arrest. After the epg was turned on with full outputs and changed from a single-chamber fixed rate to an asynchronous mode, there were pacing spikes, however no capture occurred. A different epg was used with external pacing pads, and the same epg was then connected to the device. The epg that experienced no output was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device passed all automated and bench tests with no anomalies found. There was an error that displayed on the device during the service and repair process. The main printed circuit board was out of electrical specification. It was also noted that two case screws were contaminated. All found device parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.